Event description:
The pt reportedly experienced sound quality issues. External equipment was exchanged and programming adjustments were made, however this did not resolve the issue. Testing of the device showed abnormal results. Surgery to explant the pt's device will be scheduled.